Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches and nasal/throat irritation while using the device. Patient also alleged the device does not function correctly and has a burning odor. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a device's sound abatement foam. However, additional information received indicates that the subject device is not a dsx500t11c and is instead a device which does not contain sound abatement foam in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.